Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a comfort 3d lower arch sleep appliance device caused a potential allergic reaction to a patient during a couple of hours of use. It was reported that the patient had an allergy test and verified that the comfort 3d device does have chemicals they are allergic to. The prescription did state that the patient is allergic to acrylates and methacrylates. The healthcare provider observed the following patient symptoms: blisters, swelling and sharp pain. It was reported that the patient's symptoms were relieved without permanent injury when they discontinued using the device. It was reported that the patient discontinued the use of the device and no medical and or surgical procedures were required.